Manufacturer narrative:
09/29/2021: we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
(B)(6) 2021: the consumer claims the device shocked the consumer hands. Medical attention was not received.